Event description:
A non healthcare professional reported that during an intraocular lens (iol) implant procedure, the haptic got caught in the plunger and came out with it. The backup lens was used to complete the surgery. Additional information has been received that it was the trailing haptic which got stuck. There was no patient impact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).